Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue, and that the patient had a blood glucose of 500 - 600 mg/dl. Animas has made multiple attempts to acquire additional information. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.